Event description:
The device was used during rectal surgery. Reportedly, the staples did not form properly and the instrument was difficult to open. The surgeon performed a colostomy to correct the condition. The hosp has reported the pt's condition is satisfactory.